Event description:
It was reported that this brady lead was not successfully implanted at the ventricular septum as the repeated insertion and removal of the helix raised concerns of abnormal elongation. A new lead was then used, and the procedure was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
Revision to fields f10 and h6 patient codes. This supplemental report has been created to capture additional information and information correction.

Event description:
It was reported that this brady lead was not successfully implanted at the ventricular septum as the repeated insertion and removal of the helix raised concerns of abnormal elongation. A new lead was then used, and the procedure was successfully implanted. No adverse patient effects were reported.